Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. Patient code 3191 captures the reportable event of surgery. Corrected field: report details (bsc aware date).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to dislodgement. No additional adverse patient effects were reported.